Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion (80 percent stenosis degree) in a moderately tortuous part of the distal rca. Due to the vessel tortuosity, a guidion guide extension was used to reach a distal rca lesion before the pd bifurcation. After pre-dilatation, the orsiro mission was introduced through the extension catheter. However, no push at distal end of guide catheter was felt. There was no obvious tortuosity at that point on the angiogram. The orsiro mission was removed and a kink in catheter shaft was noticed. A new orsiro mission was opened and introduced with no issues. The stent was successfully deployed.

Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation confirmed that the device shaft is strongly kinked twice close to the guide wire exit port. In addition, the stent is severely deformed at its distal end, i.e. Several struts are strongly bent. The balloon is well folded and shows no signs of inflation but the proximal balloon shoulder is crushed. Stent imprints on the exposed balloon surface indicate that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent complies with the specification. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be determined.